Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, service history review, and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service document review was performed and the device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The device was determined to meet functional and electrical performance specification requirements when received per rite testing. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. There was no non-conforming product identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized four days prior to death. Treatment during the hospitalization was not reported. Peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to the date of death but one day prior to death; peritoneal dialysis therapy was stopped for an unknown reason and was not ongoing at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.